Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate plus profile, 325cc saline breast implant, catalog number 3502325 , serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile, 325cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during physical examination, as a result, patient underwent bilateral removal and replacement as follow: left catalog number 3503330, serial number (B)(4) and right replaced with catalog number 3503330, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 6/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).